Manufacturer narrative:
(B)(4) evaluation statement: the reported event of corroded iui connectors could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported corrosion as swell as fibers from cleaning and other debris found on iui connectors of devices that were ready for patient use. There was no report of patient harm.